Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 1. Reference medwatch with patient identifier (B)(4) for compact plus system 2.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 12 mg/dl, 36 mg/dl (compact plus system 1) and 65 mg/dl (compact plus system 2) customer took out the strip drum from system 1 and threw it away. Customer stated that he felt weak and shaky at the time of the readings, but was able to treat himself with orange juice with added sugar. No adverse event reported. Requested return of suspect device; however, strips have been discarded. Replacement was sent.